Event description:
The customer reported that the insulin pump alarmed low battery, weak battery, failed battery, and battery out limit. Customer's blood glucose level was 120 mg/dl. The customer was calling back because the replacement battery cap did not resolve the issue. The battery did not last more than one week. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with high idle current due to open lcd driver at lcd board. Unit received with low battery alarm, weak battery alarm, or failed power alarms due to high idle current. Unit received with battery out limits due open lcd driver at lcd board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.